Event description:
It was reported the patient experienced intermittent periods of withdrawal. A dye study was performed with normal results. The pump was replaced. The drug in the pump was bupivacaine and morphine. The patient recovered without sequela.